Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 335 mg/dl at the time of the event. The customer was treated with manual insulin injection. The customer also reported crack near battery compartment and received critical pump error with an open book image alarm. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. It was also found that the insulin pump had error code of a broken force sensor was detected during seating or regular delivery (pump error 35) before open book image was displayed on the screen. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 03:30:00.000 and on (B)(6) 2024 03:40:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 02-mar-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 03:49:15.000, on (B)(6) 2024 03:49:54.000, on (B)(6) 2024 03:51:23.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 03:49:54.000, on (B)(6) 2024 03:49:55.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the motor and vibrator¿assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.